Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock measurements of 128 ohms. Technical services (ts) was consulted and recommended evaluation of a revision procedure if shock impedance measurements exceed 150 ohms. No adverse patient effects were reported. This system remains in service.